Manufacturer narrative:
Occupation: (B)(6). PMA/510(k) #: exempt. Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy procedure, a 'ncompass nitinol tipless stone extractor' became damaged/warped when removing a "large stone" through an access sheath. The device was tested prior to the procedure, and no laser was used. The patient did not have tortuous, calcified, or scarred anatomy. The procedure was successfully completed with another new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary a representative of fullerton surgical center, lp (united states) informed cook on (B)(6) 2023 of an incident involving a ncompass nitinol tipless stone extractor (rpn: (B)(4)) from an unknown lot. It was reported that on (B)(6) 2023 the doctor was tugging a big stone through an access sheath. He did get the stone out through the sheath, but the basket was damaged in the process. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation reviews of instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation with no original packaging. No damage to the basket was observed. The basket functioned as intended. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible the wires became displaced when removing the large stone through the sheath, but subsequent opening/closing of the basket caused the basket wires to return to the correct positions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.